Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge leaked. A new cartridge was loaded resolving the issue. Customer experienced a blood glucose (bg) level over 550 mg/dl and high levels of ketones. A cartridge change was performed, water was consumed and a correction bolus was delivered via the pump to address bg /ketones. The customer required assistance from the contact to address the issue.